Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/2/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained og 253mg/dl and meter to meter comparison of (true balance: 173 mg/dl /dl and dr's meter: 126mg/dl). The customer's expected fasting blood glucose test result range is 95 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017. A back to back blood test was performed by the customer fasting and produced test results of 126 and 132mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 125mg/dl (B)(6) 2017 10:48 am fasting: yes, the 248mg/dl (B)(6) 2017 10:45 am fasting: yes, the 239mg/dl (B)(6) 2017 10:39 am fasting: yes, the 173mg/dl (B)(6) 2017 01:57 pm fasting: yes, the 182mg/dl (B)(6) 2017 10:32 am fasting: yes. Customer called in stating that she went to the hospital on (B)(6) 2017 because the meter gave her a result of 253mg/dl. Customer states she is (B)(6) pregnant and the doctor instruct her to call if her blood sugar is over 120mg/dl. Customer states she was admitted to the hospital due to high blood sugar on (B)(6) 2017. While at the hospital the doctor compared the results from the meter to the doctor's own meter. When our meter read 182mg/dl, the doctor's meter read 150mg/dl, when our meter read 115mg/dl, the doctor's meter read 80mg/dl, when our meter read 173mg/dl the doctor's read 126mg/dl. Customer stayed at the hospital overnight for observation and was released on (B)(6) 2017. Customer was prescribed glyburide to help maintain her blood sugar. At the time of this call customer has no symptoms of high or low blood sugar. Customer states that doctor believes that the true balance meter is giving her inaccurate results, and that she should call the manufacture to have the meter replaced.